Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file revealed a single compressor malfunction alarm, which confirmed the customer-reported issue. Visual inspection of the driver's internal components revealed debris around the shaft and scroll bearing of the primary compressor as well as underneath the compressor end cap. The degradation in the compressor leading to the debris is the likely root cause of the single compressor malfunction alarm reported by the customer. The debris is consistent with a known issue corrected under (B)(4) (request for supplier corrective action). It was confirmed through review of the incoming records that this compressor was received by syncardia prior to implementation of corrective actions under the rsca. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.